Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. The patient presented with right lower extremity critical limb ischemia. Vascular access was obtained via the left femoral artery. A 5fr 55cm introducer sheath was placed. An abdominal aorta and bilateral lower extremity arteriography was performed. The chronic totally occluded target lesion was located in the right tibial proximal, mid to distal artery. Several non bsc guide wires were used in attempts to cross the target lesion but were unsuccessful. A non bsc guide wire successfully crossed the lesion. Next multiple non bsc guide catheters and balloon catheters were advanced but would not cross the target lesion. A unspecified guide wire was wrapped around the previously placed non bsc guide wire and successfully passed the lesion distally. A laser was used to treat the target lesion. A 2.0 x 6mm flextome was advanced to the target lesion and inflated three times to 14atms/60 seconds, one time 14atms/25 seconds, and one time 14atms/35 seconds. The 2.0 x 6mm flextome rx cutting coronary balloon catheter was reinserted and inflated one time to 14atms/15 seconds. An angiography was performed using a 0.014 non bsc catheter. Next a .014 300cm mailman guide wire was advanced to the target lesion, however, the mailman guide wire got stuck on the 0.014 non bsc catheter. Both devices were removed together as one unit therefore losing access to the vessel. At this point the procedure had been going for about 5 hours using greater than 200 ml of contrast dye. The procedure was aborted in consideration of the patient's end-stage renal disease. Sixteen days later the patient returned for a multi vessel intervention of the right contralateral popliteal, and anterior tibial arteries . Vascular access obtained via the left femoral artery. A selective angiography was performed of the right lower extremity. The physician noted "it looks as if the last procedure where the mailman guide wire felt tight, it looks like the distal tip sheared off or the distal segment of the wire was in the anterior tibial." It was noted that he fractured portion of the mailman guide wire was stented to the vessel. A 4.0x15mm flextome rx cutting balloon was advanced to the distal sfa popliteal artery and inflated to unknown atms with a residual stenosis of 30% and improved blood flow. A 2.5x10mm flextome rx cutting balloon was advanced to peroneal artery and inflated to unspecified atms with residual stenosis of 20%. Next a 18 gram non bsc guide wire was advanced to the anterior tibial anterior artery but was unable to cross the 100% stenosed target lesion. Predilation with a 1.5x8 coronary balloon catheter a 2.0x80mm, and a 3.0x80mm balloon catheter was performed. Then physician placed a 3x32mm ion des stent distally, a 2.75x32mm ion des stent proximally, and a 3.0x15mm ion des back to the ostium of the anterior tibial artery coming off the tibia peroneal trunk. Stents were placed due to a vessel dissection and significant recoil of the balloons resulting in stenosis of approximately 80%. It is unknown the cause or how the dissection occurred. This resulted in a 30% residual stenosis and improved blood flow to the foot. No further patient complications were reported and patient scheduled to follow up with physician in 1-2 weeks.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The patient presented with right lower extremity critical limb ischemia. Vascular access was obtained via the left femoral artery. A 5fr 55cm introducer sheath was placed. An abdominal aorta and bilateral lower extremity arteriography was performed. The chronic totally occluded target lesion was located in the right tibial proximal, mid to distal artery. Several non bsc guide wires were used in attempts to cross the target lesion but were unsuccessful. A non bsc guide wire successfully crossed the lesion. Next, multiple non bsc guide catheters and balloon catheters were advanced but would not cross the target lesion. A unspecified guide wire was wrapped around the previously placed non bsc guide wire and successfully passed the lesion distally. A laser was used to treat the target lesion. A 2.0 x 6mm flextome was advanced to the target lesion and inflated three times to 14atms/60 seconds, one time 14atms/25 seconds, and one time 14atms/35 seconds. The 2.0 x 6mm flextome rx cutting coronary balloon catheter was reinserted and inflated one time to 14atms/15 seconds. An angiography was performed using a 0.014 non bsc catheter. Next a .014 300cm mailman guide wire was advanced to the target lesion, however, the mailman guide wire got stuck on the 0.014 non bsc catheter. Both devices were removed together as one unit, therefore, losing access to the vessel. At this point, the procedure had been going for about 5 hours using greater than 200 ml of contrast dye. The procedure was aborted in consideration of the patient's end-stage renal disease. Sixteen days later, the patient returned for a multi vessel intervention of the right contralateral popliteal, and anterior tibial arteries . Vascular access obtained via the left femoral artery. A selective angiography was performed of the right lower extremity. The physician noted "it looks as if the last procedure where the mailman guide wire felt tight, it looks like the distal tip sheared off or the distal segment of the wire was in the anterior tibial." It was noted that the fractured portion of the mailmain guide wire was stented to the vessel. A 4.0x15mm flextome rx cutting balloon was advanced to the distal sfa popliteal artery and inflated to unknown atms with a residual stenosis of 30% and improved blood flow. A 2.5x10mm flextome rx cutting balloon was advanced to peroneal artery and inflated to unspecified atms with residual stenosis of 20%. Next, a 18 gram non bsc guide wire was advanced to the anterior tibial anterior artery but was unable to cross the 100% stenosed target lesion. Predilation with a 1.5x8 coronary balloon catheter a 2.0x80mm, and a 3.0x80mm balloon catheter was performed. Then, physician placed a 3x32mm ion des stent distally, a 2.75x32mm ion des stent proximally, and a 3.0x15mm ion des back to the ostium of the anterior tibial artery coming off the tibia peroneal trunk. Stents were placed due to a vessel dissection and significant recoil of the balloons resulting in stenosis of approximately 80%. It is unknown the cause or how the dissection occurred. This resulted in a 30% residual stenosis and improved blood flow to the foot. No further patient complications were reported and patient scheduled to follow up with physician in 1-2 weeks.

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed a fracture located approximately at 298.2 cm from the proximal end. Kinks located approximately at 63 cm, 67.5 cm, 71 cm and 79 cm from the distal end. All outer diameter measurements were within specifications. Sem analysis revealed device failure was due to tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).